Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a blood glucose level of 470 mg/dl at the time of the incident and rose to 600 mg/dl. The customer's blood glucose at the time of admission was 383 mg/dl. The customer was treated for their blood glucose with a bolus. The customer was in the shower and stated that the plastic part would not click. The customer did not troubleshoot and did not send the product back for analysis.